Event description:
It was reported that air embolism occurred. A left atrial appendage closure (laa) procedure was being performed. Venous access was obtained. A watchman trusteer access system (was) was inserted and advanced to the left atrium. A 27mm watchman flx pro delivery system and closure device (wds) was inserted and deployed. During measurements before release, there was a small air bubble trapped under the fabric cap of the closure device component of the wds that was visualized on transesophageal echocardiogram (tee) imaging. There were no complications or hemodynamic changes. No interventions were required. Release criteria was met with zero recaptures required, so the closure device was implanted. The procedure was concluded. The patient is fully recovered and will be discharged.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.